Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device logs confirmed three defibrillator charge timeout failures, where the device failed to reach the programmed energy within the required charging time (payload 59). A fourth charge attempt was successful, and a 100j shock was delivered. Engineering determined the charge timeouts were consistent with insufficient battery power. Bench testing, defibrillator cycling, and inspection of the battery connection assembly did not reproduce the reported issue, and no hardware faults were identified. The customer was provided guidance on maintaining battery health and power status. The device met all performance specifications during final testing and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge to set energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.